Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. A authorized representative went onsite to evaluate the device and found that the speaker was defective and needed to be replaced. A replacement of the speaker was performed. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced, and the device was operational after repairs were completed. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the fm20 fetal monitor repeatedly displayed a loudspeaker error. It is unknown if sound was still coming from the device at the time of the event. A good faith effort (gfe) was performed to clarify if the speaker produced sound, but no additional details were provided. It is unknown if the device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported that the fm20 fetal monitor repeatedly displays loudspeaker error. It is unknown if sound is still coming from the device. A loss of audio cannot be ruled out based on information currently available. It is unknown if the device was in use at time of event, there was no adverse event reported.